Event description:
It was reported that the patient underwent a left total hip arthroplasty on an unknown date and a right total hip arthroplasty in 1998. Subsequently, the patient underwent a right hip revision procedure on (B)(6) 2014 due to dislocation. During the procedure, the locking ring bent while engaging onto the acetabular cup. The acetabular cup and modular head were removed and replaced with a competitor cup and a biomet head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." The following sections could not be completed with the limited information provided. Date implanted - 1998.